Event description:
This is an adverse event recorded on a case report form as part of the (B)(6) registry. The patient was treated with focal rfa for barrett's esophagus. Approximately two weeks after the last focal ablation, the patient reported intermittent symptoms of difficulty swallowing not warranting endoscopy. Endoscopy approximately 4 months later revealed a mild stricture which was dilated with a balloon. Patient reported resolution of symptoms at next visit. Per the physician input to the case report form, the severity was mild, the relationship to the device and procedure was probable, and there was no device malfunction.